Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information was provided that the reported alarm was a low drain volume (ldv) alarm. The home patient (hp) indicated they had ended therapy and the cause of the alarm could not be determined. The device was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice presented an unknown alarm during therapy. The specific alarm was not reported. The technical service representative was unable to troubleshoot the setup as this alarm had occurred during a previous therapy. There was no patient injury or medical intervention reported. Additional information was requested and is not available.